Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead it was deployed and subsequently malfunctioned. It was also reported that there was difficulty handling the ra lead during implant and the lead became contaminated. Therefore the ra lead was not used. No patient complications have been reported as a result of this event.